Event description:
The report received from the foreign country registry indicated that four (4) days after the index procedure, the patient was hospitalized for an intra-stent restenosis of a previously implanted cypher 2.5 x 33 mm stent. The target lesion was the mid left anterior descending (lad) coronary artery. The restenosis was treated by placement of an additional cypher stent. The event was reported to be unrelated to the study device/procedure. Additional information obtained indicated that the restenosis was not really a restenosis but a stenosis of 70-90% upstream of the stent placed in the mid lad, and a 50-70% lesion downstream of the stent implanted proximally. It was not known if the lesions reported were within 5 mm (peri-stent restenosis) of the previously implanted cypher stents. The patient medical regimen, after the index procedure included: ticlopidine/clopidogrel, aspirin, statins, and beta-blocker therapy. The patient was reported to be compliant with his antiplatelet therapy.

Manufacturer narrative:
The target lesion for the index procedure was the mid lad. The lesion was reported to be: eccentric, not calcified, 20-30 mm in length, 2.5 mm vessel diameter, and an angulation of greater than 90 degrees (>90 degrees). The lesion was pre-dilated. A cypher 2.5 x 33 mm stent was implanted at 14 atm. An additional cypher 3.0 x 18 mm stent was implanted at 12 atm. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2007-00883 and # 9616099-2007-00884.